Manufacturer narrative:
Product condition received: the product was returned with the membrane loosely folded and blood found on the exterior of the catheter. No blood was found inside the catheter. One kink was found on the catheter tubing near the y-fitting approximately 75.4 cm from the iab tip. Product eval: an underwater leak test of the balloon, catheter, y-fitting and extracorporeal tubing was performed and no leaks were detected. Conclusion: the returned condition of the product indicates that the reported problem resulted from a condition known was "channeling." As stated in the instructions for use, during insertion of the iab catheter, arterial blood under pressure may run the length of the folds in the balloon membrane and drip or be expelled under arterial pressure from the balloon/catheter junction. This "channeling" is not a leak. A review of the device history does not indicate any lot specific issues. Internal file no: (B)(4).

Event description:
On (B)(6) 2013, an iab was inserted in the lmt-ami pt. During insertion of the iab, it was noted that blood leaked from the balloon membrane. The surgeon stopped insertion and replaced it with another iab. No complications were reported from the event. Another iab was inserted. The pt died. Update info: friday, (B)(6) 2013, the manufacturer received add'l info from hosp. The hosp did not attribute the pt's death to the iab. The pt suffered cardiopulmonary arrest on arrival. The possibility of lifesaving was low.